Event description:
After reloading endoscopic stapler, handle of stapler jammed. No harm was done to the patient since it was not inside. Replaced with new endoscopic stapler.what was the original intended procedure?right-sided thoracoscopy, phlebectomy x3 and mechanical pleurodesis and talc pleurodesis.